Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, video connector had leakage during user handling and water invaded the device. That caused abnormality in electrical components, resulting in a temporary event. Additionally, physical stress was applied to distal end during user handling caused the objective lens glue to peel. However, olympus could not identify a definitive root cause of the event. The event can be detected and prevented in accordance with the following instructions for use" "-inspection of the endoscopic image -leakage testing of the endoscope -do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
Also, during evaluation it was found that the objective lens glue deteriorated and peeled off.

Event description:
It was reported, the deflectable videoscope had no image; there is no picture. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.